Event description:
The pt is a (B)(6) male with als with chronic respiratory failure with mip of 40 and fvc of 55 percent predicted. On fluoroscopy, he had bilateral movement of his diaphragm. He met the indications for diaphragm pacing placement. Past medical history includes copd from smoking (quit 1985) and hypertension. Family medical history is significant for father having deep vein thrombosis with pulmonary embolism. Pt also had some dysphagia and with declining fvc, the plan was for diaphragm pacing with gastrostomy tube placement. The pt underwent an uneventful surgery on (B)(6). He had prophylaxis for deep vein thrombosis with both venodyne boots and subcutaneous heparin. The pt was discharged on post operative day 1. He became suddenly short of breath and was evaluated in the emergency room on (B)(6) and was found to have multiple filling defects bilaterally in the pulmonary arteries. There was also evidence of some heart strain on CT and elevated troponin from demand ischemia in setting of extensive pulmonary embolism. Pt was started on heparin and supported in the ICU with oxygen and non-invasive ventilation. He was found to have a femoral clot. Vascular surgery was consulted and they recommended placement of a caval filter to prevent a second pulmonary embolism in a compromised pt. The pt and family declined this therapy. The pt also had an elevated wbc and was considered to have aspiration pneumonia. He was started on broad spectrum antibiotics. He also developed atrial fibrillation with rapid ventricular response that was managed medically. The pt was medically managed initially but became progressively hypercarbic with pco2 elevating even on noninvasive ventilation. The family and pt declined further invasive ventilation even with the possibility of recovering from this event of pulmonary embolism with further complication of pneumonia. They started comfort care only and stopping all therapies. He expired on (B)(6) 2013. Source of information was blinded hospital records and ae report.

Manufacturer narrative:
(B)(4).